Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced glare and halos. The lens was exchanged in a secondary procedure with a different manufacturer's iol. Additional information was requested. There are two medical device reports associated with this patient. This report is for the right eye.